Event description:
It was reported that during a sigmoidectomy procedure, at the fourth firing, the acral part of the cartridge was nearly detached. The click sound which would be heard when a new cartridge would be loaded had been confirmed before the firing. It could be fired, but the staples seemed to be not formed properly. Additional suturing was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/08/2008. Information anticipated, but unavailable at this time.